Event description:
The customer reported that the monitors are blank during boot up.

Manufacturer narrative:
(B) (4). The ge service rep found that the system would not operate correctly without the new motherboard, so he replaced it. He checked the ps1 5v = 5.05v. The system was still not booting up everytime. He repaired and replaced the hi voltage cable assembly. System is still not booting up 1st time. Second reboot required for proper operation. Suspecting that controller pcb is at fault. All voltages were correct on the controller pcb. The customer requested that we stop any further repairs due to cost. (B) (4)